Event description:
The customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously elevated troponin (accutni) results above the normal reference range for 12 patients and erroneous vitamin b12, folate, and ferritin results for additional 5 patients that was generated by the unicel dxi 800 access immunoassay system. Subsequent testing produced results in the normal reference range for the accutni samples (positive to negative) and a different clinical range for the vitamin b12, folate, and ferritin samples. The erroneous results were reported outside the laboratory, but were amended by the subsequent results. Some patients were admitted to the hospital due to elevated accutni results. The number of patients affected has not been supplied to date.

Manufacturer narrative:
The samples were collected in 7ml bd serum tubes with a gel separator and centrifuged for 4 minutes at 3000rpm at room temperature. The assay qc was within the customer's established ranges prior to the event and out of range high after the event. A field service engineer (fse) was dispatched on (B)(6) 2010 for this event. The fse found that the dispense probe tubing had been routed under the probe plate during customer maintenance and had been split thus fluid was leaking into and flooding the wash wheel. The fse removed and cleaned the wash carousel. The fse also performed all the necessary alignments, routine system checks, and a special clean routine, which no issues were indicated. The customer performed all the assay calibrations and qc, which no issues were noted. The root cause of this event is "use error".